Event description:
It was reported that the filter was inserted via femoral vein in october because of recurrent pe. He thought to have had a pe some time after the filter was inserted. Has been thrombolysised but still exhibiting signs of caval thrombosis. Abdominal CT appears to show thrombus above filter.

Manufacturer narrative:
This event is being reported as this device is the same or similar to a device distributed in the us, catalog number rf310f. The device history records were reviewed, with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This was the first event reported for this lot number for this failure mode. The filter was not evaluated, as it remains implanted. The results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) states: possible complications include, but are not limited to the following: caval thrombosis/occlusion. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if the thrombi passed through the filter, or originated from superior or collateral vessels.